Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Bristles difficult to remove from mouth,bristle got deep down my throat [accidental device ingestion]. Got me all over day tormented [anxiety]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received gsk toothbrush (dr best zwischenzahn) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr best zwischenzahn. On (B)(6) 2022 , an unknown time after starting dr best zwischenzahn, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and anxiety. On an unknown date, the patient experienced product complaint. The action taken with dr best zwischenzahn was unknown. On (B)(6) 2022, the outcome of the accidental device ingestion and anxiety were unknown. On an unknown date, the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to dr best zwischenzahn. The reporter considered the anxiety to be related to dr best zwischenzahn.this report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details:the adverse event information was received from consumer via call center representative (email) on (B)(6) 2022 and consumer reported that"I have been using the dr.best intermediate teeth for some time and have always been very satisfied with them. However, on christmas eve morning, when I used the dr.best interdental teeth that I had bought a few days earlier, I noticed that she was losing bristles. These bristles were difficult to remove from the mouth, one bristle went deep down my throat and got me all over day tormented. It wasn't until late in the evening that she disappeared, presumably after dinner. I am now very unsure whether I should switch to another toothbrush because I have never experienced anything like this with any other brand". Follow up information was received on (B)(6) 2022 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. Investigation evaluation: root cause analysis, the review of manufacturing / packaging batch records is not possible due to the lack of batch number. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the batch number or complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be reopened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The investigation reports concluded that, complaint stands unsubstantiated